Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2011 to report that upon removal of sensor due to early sensor error, patient noticed that sensor was missing. Patient believes that it is unlikely that a broken sensor is inside his skin. Patient did not seek medical intervention nor feels any discomfort.